Manufacturer narrative:
Concomitant medical products: 4135 lead implant date: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead fractured. Intermittent noise, no capture at maximum output and pulse width, rising and high undefined impedance were also noted on the rv lead. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.